Event description:
The reporter contacted animas on (B)(6) 2014 alleging that on (B)(6) 2014, the patient experienced elevated blood glucose of 381 mg/dl with nausea, abdominal cramps vomiting and dizziness. The reporter stated the patient was treated for the alleged hyperglycemia at the emergency room with IV glucose . The reporter stated that the patient was ordered by the health care provider to discontinue insulin pump therapy as it was believed that the pump was not delivering insulin properly. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2014 with the following findings: review of the black box data revealed record of an unexplained loss of prime on (B)(6) 2014 at 12:09. Delivery by the pump was not resumed until the pump was primed at 12:36. A replace cartridge alarm was recorded at 17:36 and delivery by the pump was resumed at 17:42 when the pump was primed. The alarm history revealed only typical use alarms. The basal and bolus delivery totals correctly reflected the total daily dose as evidence that the pump was delivering insulin accurately until the last day of use. On investigation, the pump was exercised for 29 hours and successfully passed a flow accuracy test. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.